Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited a no disposable alarm during testing. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: customer reported that there was no disposable alarm. Missing upper back label and battery door. Customer problem was duplicated. Pump passed all tests and a faulty downstream occlusion sensor will be replaced due to fluid ingression found on pump by the chassis base of the downstream occlusion sensor. Performed visual inspection of the pump. Unable to determine who or what caused the problem. Replaced downstream sensor.

Event description:
It was reported that the device had no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that there was no disposable alarm.missing upper back label and battery door.customer problem was duplicated. Pump passed all tests and a faulty downstream occlusion sensor will be replaced due to fluid ingression found on pump by the chassis base of the downstream occlusion sensor. Performed visual inspection of the pump. Unable to determine who or what caused the problem. Replaced downstream sensor.

Event description:
It was reported that the device had no disposable alarm.no patient injury was reported.